Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a defective pneumatic block and main pcb. The pneumatic block and main pcb were replaced to address this issue. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs and performance testing confirmed the device failure to complete its internal self-test. Internal inspection of the device found contamination in the non-return valve (nrv) of the pneumatic block. The investigation determined that the reported failure was due to contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in use when the fault occurred; therefore, there was no patient involvement.